Event description:
Consumer claims to have ear pierced with the inverness ear piercing system at a retail outlet on 2/23/98. She sought medical treatment on 3/1/98 for an infection at the ear piercing site. Antibiotics were prescribed.